Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 07-oct-2019 and inspection of the unit was performed on (B)(6) 2019 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, prism cracked, distal tip annual maintenance, insertion tube root brace cut, air/ water socket cylinder o-ring chipped, passed dry leak test, insertion tube bubbling, passed wet leak test, image spots, distal cap/ case cracked, operation channel- primary mild resistance, # 2 remote control button cover cracked, umbilical cable bump under pve root brace. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user upon completion. The duodenoscope was repaired including the following components and is pending final qc approval as of 21-oct-2019: o-rings and seals, objective prism assy, distal case/cap, root brace rubber, remote control button.